Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked out of the side port (y-site). This occurred when the saline bag was spiked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the actual device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage underwater testing were performed on the sample. A leak was observed at the connection between the tube and the luer when activated. No additional defects were observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.